Event description:
During a coil embolization procedure of the (acom) anterior communicating artery aneurysm (size 6*8mm), the orbit mini complex fill 3.5x7.5 coil (B)(4) was being implanted in the aneurysm, but tip of coil was found stretched. The stretched coil and delivery system was removed from the patient without any issues, and changed to another coil to fill the aneurysm. Then, during advancing of the next coil (orbit helical fill 2x8 coil-(B)(4)) via a prowler14 (mc) microcatheter, the coil detached in mc, but the coil delivery system was used to advance and insert this coil into aneurysm. After the event, the same mc was used to complete the procedure. After the procedure, thrombus was noted at the site, and the time of the event 4 coils were implanted (B)(4), but the aneurysm was not ruptured. The surgeon thought both reason (patient condition and maybe product issue) caused thrombus. Currently, the patient remains hospitalized for treatment and has paralysis of half the body, the leg cannot be active, but others symptoms have resolved. Additional treatments consisted of anticoagulant treatment pre procedure, anti-spasms treatment during procedure, and medication treatment after the procedure. The patient was not admitted with any deficits prior to the procedure, and no indications of any conditions causing hypercoagulable state.

Manufacturer narrative:
During a coil embolization procedure of an unruptured (acom) anterior communicating artery aneurysm (size 6 8mm), the orbit mini complex fill 3.5x7.5 coil ((B)(4)) was being implanted in the aneurysm, but tip of coil was found stretched. The stretched coil and delivery system was removed from the patient without any issues, and changed to another coil to fill the aneurysm. Then, during advancing of the next coil (orbit helical fill 2x8 coil-(B)(4)) via a prowler 14 microcatheter (mc), the coil detached in mc, but the coil delivery system was used to advance and insert this coil into aneurysm. After the event, the same mc was used to complete the procedure. After the procedure, thrombus was noted at the site, and the time of the event 4 coils were implanted; 637mf3575, 637hf0310, and 637hf0208 x2. The aneurysm was not ruptured. It was reported that the physician thought that both patient condition and product issue may have caused thrombus. Currently, the patient remains hospitalized for treatment and has paralysis of half the body, "the leg cannot be active", but other symptoms have resolved. Additional treatments consisted of anticoagulant treatment pre procedure, anti-spasms treatment during procedure, and medication treatment after the procedure. The patient was not admitted with any deficits prior to the procedure, and no indications of any conditions causing hypercoagulable state. There were no other devices used with the coil. There were no kinks in the mc that may have contributed to the event, a balloon or stent remodeling product was not used during the procedure. During insertion or any other time, no resistance was met or additional force, torque or manipulation was utilized to advance or remove the coil/delivery system. The mc was re-shaped prior to use with the shaping mandrel, steam, and without any damages. Other than the reported event, no other damages were noticed with any other section of the device coil (detached, separated, fractured, etc), delivery system/introducer (kink, bend, fracture, separated, etc. After removal of the delivery system of the coil that prematurely detached, no other damages were noticed on the device. The lot number of the orbit coil 637mf3575 was not known; therefore, the device history record review cannot be completed. Based on the available information, no conclusion can be made regarding the reported thrombosis noted post procedure resulting in the neurological changes. It is possible that patient, pharmacological and procedural factors may have contributed. There is no indication of any device performance issues related to the 637hf0310 & 637mf3575 and 647hf0208 that were placed without incident in the aneurysm. Therefore, no corrective actions will be taken. This is one of multiple products used during the same procedure on the same patient, which is associated with mfg report 1058196-2012-00178, 1058196-2012-00179, 1058196-2012-00180, 1058196-2012-00181, and 1058196-2012-00195.

Manufacturer narrative:
There were no other devices used with the coil. There were no kinks in the mc that may have contributed to the event, a balloon or stent remodeling product was not used during the procedure. During insertion or any other time, no resistance was met or additional force, torque or manipulation was utilized to advance or remove the coil/delivery system. The mc was re-shaped prior to use with the shaping mandrel, steam, and without any damages. Other than the reported event, no other damages were noticed with any other section of the device coil (detached, separated, fractured, etc), delivery system/introducer (kink, bend, fracture, separated, etc. After removal of the delivery system of the coil that prematurely detached, no other damages were noticed on the device. The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of multiple products used during the same procedure on the same patient, which is associated with mfg report 1058196-2012-00178, 1058196-2012-00179, 1058196-2012-00180, and 1058196-2012-00181.